Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. Customer stated they had been running a lot of lows. They woke up with blood glucose level 53 mg/dl. Next day woke up with a 294 mg/dl and took 1.9 units of insulin and went to blood glucose level 43 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported event. Customer was treated with insulin pump and food for high and low blood glucose level respectively. Customer did allege that insulin pump was under delivering insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.